Event description:
The following was reported: "during the thrombectomy procedure when passing the number 4 fogarty the second time, it hanged up. The balloon would not deflate and; on retracting the catheter as we normally would, expecting the balloon to rupture and the catheter to come on out, the catheter came out without the portion of the balloon. The catheter tip and other portions seem to be intact but the balloon stripped off. The balloon was completely detached when catheter was pulled out of patient's body. The balloon was not recovered and its whereabouts could not be determined. Surgeon went back in and removed a thrombus but no balloon pieces could be found."

Manufacturer narrative:
User facility reported that device is not available for evaluation.

Manufacturer narrative:
Model number - 12a0804f. Evaluation summary: customer report was confirmed. The catheter was examined prior to decontamination and found to have the balloon, and proximal and distal windings detached from the catheter tip. None of the balloon components were returned with the catheter. The catheter was measured to determine if there was any elongation of the tubing. The catheter length, catheter tip diameter, and the tip length were all within specification per the product drawing. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the 9800 system had an error message during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.